Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6. Device is not PMA approved and therefore is not reportable.

Event description:
Patient reported "rupture". This record is for the right side. Device was explanted and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted and is unknown if it will be returned.